Event description:
It was reported that the customer received a low battery alarm. Customer changed the battery and the screen on the insulin pump went blank. The display had returned but the customer did not feel safe wearing the insulin pump. Customer stated the insulin pump has cracks in the battery compartment. Blood glucose value was 425 mg/dl; treated with a manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored; all of the operating currents are within specification range. No unexpected low battery alarms noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during our visual inspection.